Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during surgery. Additional information and product sample have been requested. No updates have been received at this time.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final product lot was identified. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. (B)(4).